Event description:
It was reported that during surgery the iron rod of the screwdriver loosened and remained in the wound during tightening. Removal took 10 minutes. Delay of less than 30 min reported. No injury reported. No back up specified.

Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The cross pin that captures the hex driver came out, causing the device to disassemble. All pieces were returned. The device was manufactured in 2013 and exhibits signs of extensive wear/usage. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. There are several potential factors that could contribute to the reported event, as reusable instruments are susceptible to damage from prolonged use and through misuse or rough handling. To avoid compromised performance or damage, it is recommended to inspect the device prior to/after each use and cleaning. Additionally, failure to adhere to the warnings and precautions outlined in the instructions for use could result in damage and or impact device functionality. A relationship between the device and the reported incident were not corroborated. Based on this investigation, the need for corrective action is not indicated as no material or design issues were identified. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however smith and nephew will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that during surgery the iron rod of the screwdriver loosened and remained in the wound during tightening. Removal took 10 minutes. Delay of less than 30 min reported. No injury reported. Alternative device used, manufacturer unknown.

Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The cross pin that captures the hex driver came out, causing the device to disassemble. All pieces were returned. The device was manufactured in 2013 and exhibits signs of extensive wear/usage. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary.